Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Dysphagia, pain, esophageal dysmotility, esophageal dilatation, reflux, hernia, ulcer, and "other difficulties" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number or model number.

Event description:
Patient's attorney stated, "following this gastric lap-band placement surgery, [patient] experienced post-operative complications over a period of time, and eventually underwent surgery for removal of the lap-band secondary to slippage of the band. Thereafter, [patient] experienced eating and swallowing difficulties, esophageal pain, chest pain, and other difficulties." After removal of the device, "[patient] underwent gastroenterology radiology imaging studies which were medically interpreted as reflecting esophageal dysmotility with gastroesophageal reflux." "An internal medicine and gastroenterology specialist, provided medical diagnosis, care, and treatment for [patient's] conditions of epigastric abdominal pain, back pain, and inabilities and/or difficulties in eating and swallowing." The specialist "diagnosed [patient]'s condition as a small hiatus hernia and one non-bleeding linear gastric ulcer in the gastric antrum, and provided [patient] with medical therapy." After treatments, patient's symptoms "did not improve, worsened", so "[patient] underwent a gastrointestinal upper air contrast study which was interpreted as showing smooth severe narrowing of the distal esophagus at the gastroesophageal junction with moderate dilation of the esophagus and diffuse abnormal peristalsis/motility, which were findings consistent with achalasia." "[Patient] consulted with [a] general surgeon specialist" and a "manometric evaluation performed on [patient], assessed [patient] condition as iatrogenic achalasia secondary to proximally placed lap-band and recommended surgery for [patient] condition." On the same date, "surgeon performed a surgical operation on [patient] under general anesthesia consisting of an endoscopic heller myotomy and stricture release procedure." After surgery, physician "informed [patient] about [their] diagnosis of [patient] iatrogenic achalasia injury or condition secondary to the proximally placed lap-band which was and probably remains a permanent injurious condition."